Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device exhibited a cracked top case, cracked right plunger case, and missing plunger case seal. Error history log could not be reviewed as the pump didn't power on correctly. The screen was blank. Motor drive and occlusion test could not duplicate the reported issue as the main printed circuit board was not functioning correctly. The root cause of the reported issue was found to be a worn out printed circuit board due to normal wear as the device is over 10 years old. Actions were taken to mitigate the reported issue: replaced main printed circuit board. Performed occlusion test and all functional tests which passed. D4 (UDI) was unknown. No product information has been provided to date.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.